Event description:
Facility alleges hemolysis. Nurse reported that approximately one hr into treatment a crimp in the arterial line (post pump) was discovered. The pt complained of chest pain, was sent to the hospital where diagnosis of hemolysis was made. He received three units of blood transfusion. Hct before the event: 31% post event hct:30%. Nurse reported that human error causes a crimp in the line, as the staff placed the post pump segment of the line too deep in the holder. In service was conducted at the facility regarding the importance of hanging lines properly, and not to use the holder for the arterial line as it comes out of the blood pump; to ensure this event does not occur again. Facility has discarded sample.